Manufacturer narrative:
A partial lead with the distal portion measuring 42.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product manufactured before 9/24/2014.

Event description:
Related manufacturer reference number: 2938836-2019-12474. It was reported that ventricular and atrial leads were explanted. Unspecified malfunction was noted on both leads. No further information available.